Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. The instrument was received opened by the account with the appropriate display box and blister package in damaged condition. The instrument was not deployed. The end of the shaft was noted to be collapsed. Functional testing could not be performed due to the collapsed shaft end. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, in total lap nephrectomy case, once opened the packing of endo catch ii, the nurse found out the end of shaft of the endo catch ii was collapsed. So they changed to another endo catch ii and the problem was solved. Problem noticed prior to use. No patient involved.